Manufacturer narrative:
Returned treatment reagent vial examined for potential damage. Dent identified in treatment reagent cap which could have resulted in reagent leakage or evaporation. No other reports of under filled reagent tube for this lot or any other lot of materials. Late filing is part of (B)(4).

Event description:
Customer identified a single event of an under filled treatment reagent tube with a dent in the treatment reagent vial cap. An under filled treatment reagent tube can result in false suppression of blood lead levels.